Event description:
It was reported that this implantable cardioverter defibrillator (ICD) exhibited noise and oversensing on the right ventricular channel. It was decided to continue monitoring the patient. This device remains in service. No adverse patient effects were reported.